Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-apr-2025. Investigation summary : bd received two photos and 17 samples for investigation. Evaluation of the photos did not reveal fibrin strands in the serum, but red cell hang up was observed. The 14 contaminated samples were not examined and were disposed of immediately. A total of 300 samples, 100 from each lot number, were visually inspected, and no additive defects related to fibrin or red cell hang up were found. Complaints for sample quality for the month of march 2025 were not under statistical control therefore factors that may contribute to fibrin and red cell hang up were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (fibrin-floating clot/lacy rbc) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4276809, for the indicated failure mode: red cell hang up based on the photo analysis. Corrective and preventive action has been opened to address the sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 1 of 3. It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed fibrin deposits when unclogging tubes after centrifugation on unspecified number of tubes.

Event description:
Report 1 of 3. It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed fibrin deposits when unclogging tubes after centrifugation on unspecified number of tubes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following was corrected due to a revised investigation: investigation summary : bd received two photos and 17 samples for investigation (3 unused and 14 contaminated samples). Evaluation of the photos did not reveal fibrin strands in the serum, but red cell hang up was observed. The contaminated samples could not be evaluated and were disposed. The remaining 3 unused samples, all from lot 4225963 were inspected and no additive abnormalities relating to the reported defect was observed. 100 retention samples from each lot number were visually inspected and no additive defects related to fibrin or red cell hang up were observed. Complaints for sample quality for the month of march 2025 were not under statistical control; additional testing was performed. Factors that may contribute to fibrin-red cell hang up were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (fibrin-floating clot/lacy rbc) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for lot numbers 4225963, 4246217 and 4276809, for red cell hang up based on the photo analysis. Bd has initiated further root cause investigation relating to the issue of sample quality through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 1 of 3. It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed fibrin deposits when unclogging tubes after centrifugation on unspecified number of tubes.